Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial/lot #: (B)(4), description: linear lead with enhanced stylet, 70cm. Additional information was received that the patient underwent a revision procedure on (B)(6) 2013 wherein one lead was replaced due to high impedances. Database analysis measured high impedances on electrodes 1, 4 & 7. The patient was reportedly doing well after the procedure. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.